Event description:
It was reported that the autopulse platform was used on a (B)(6) female in cardiac arrest. Pt size was average. The platform compressed for 2 minutes and was stopped by the operators. When they tried to restart, the lifeband would resize, perform 5 compressions and then stop. The display darkened and prompted "replace battery". The users attempted to continue a couple more times but reverted to manual CPR. No adverse pt sequelae was reported. The customer utilizes a 3-battery rotation and stated that they test cycle their batteries monthly but rotate batteries every 5 days. The customer was informed that the current recommendations are to rotate the batteries daily.

Manufacturer narrative:
The autopulse battery with sn (B)(4) was returned to zoll circulation on 05/14/2013 for investigation. Visual inspection revealed no anomalies. Customer's reported problem was confirmed. The returned battery failed testing. Base on the evaluation results, a probable root cause for customer's reported complaint may be due to a battery problem; however, a definitive root cause for the battery problem could not be determined. Please see the following related MFR report numbers: 3003793491-2013-00630 for auto pulse resuscitation sys model 100 with sn (B)(4), 3003793491-2013-00632 for auto pulse nimh battery with sn (B)(4) and 3003793491-2013-00633 for auto pulse nimh battery with sn (B)(4).